Event description:
It was reported that revision surgery was performed. Worsening symptoms of reduced mobility in the 6 months prior to revision. Patient struggled to bend over and pick things up, put socks on and play with children.

Manufacturer narrative:
.